Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing red light but no display on screen. The customer¿s blood glucose level was 176 mg/dl and 300 mg/dl. Customer reported that the insulin pump had blank display and did not returned after restart. Customer was treat with manual injection for high blood glucose level. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display after battery insertion, problem isolated to electronic board stack. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display.